Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A scorched/burnt power distribution unit (pdu) power cable was found on the architect i2000sr analyzer. The customer stated that the analyzer would not turn on and experienced multiple error codes [error code 8000 power supply ac failed, error code 8002 power supply under voltage, and error code 9077 unable to communicate to sample handler or processing module error (37), (10060)]. During inspection, the plug on the power cord [part 7-86098-01] connected to instrument was found damaged internally. No fire or smoke were reported and no injury was reported.

Manufacturer narrative:
An abbott field service engineer was dispatched to the account and found charring internal to the plug of the architect power cord [part 7-86098-01] and the power outlet of the non-abbott power distribution unit (pdu) to which the power cord had been connected. No damage was observed on the analyzer. The damage was limited to this power cord and the pdu and did not spread to other parts of the equipment. The power cord and the pdu on the uninterruptible power supply (ups) were replaced. The analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument service review, and labeling review. No adverse trend was identified for the customer issue. Device history review did not identify any issues for power cord part 7-86098-01 that may have caused the customer issue. Analyzer service history was reviewed and no contributing factors were found. No subsequent reports of smoke, burn, or charring issues were identified. The parts were not returned. Product labeling was reviewed and found to be adequate, as it contains instructions regarding electrical specifications and requirements, electrical hazards, and electrical safety for the architect systems. The issue was resolved through part replacement. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.